Event description:
The customer contact reported unrestricted flow. The primary tubing set was being used to deliver saline. Unspecified secondary tubing set was connected to the primary tubing set to deliver an unspecified chemotherapeutic agent via an unspecified infusion pump. The customer contact reported the pinch clamp on the primary tubing set was closed to stop the flow. After an unspecified length of time in use, the customer contact noted that solution continued to drip from the primary tubing set. The customer contact stated that the primary and secondary solutions were allowed to continue to be delivered together until the secondary infusion was complete. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received, investigation is not complete.